Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of fibrosis is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
A patient with an inflatable penile prosthesis (ipp) presented with difficulty deflating the device. During revision surgery, the physician evaluated the cylinders and pump as a unit, followed by a separate assessment of the reservoir. The original cylinders and pump were retained, and the physician concluded that the reservoir was likely encapsulated. Due to intraoperative safety considerations, the existing reservoir was left in place, and a new reservoir was implanted on the opposite side. The device was tested and functioned as intended. The patient was anticipated to recover without further reported complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4).

Event description:
A patient with an inflatable penile prosthesis ipp presented with difficulty deflating the device. During revision surgery, the physician evaluated the cylinders and pump as a unit, followed by a separate assessment of the reservoir. The original cylinders and pump were retained, and the physician concluded that the reservoir was likely encapsulated. Due to intraoperative safety considerations, the existing reservoir was left in place, and a new reservoir was implanted on the opposite side. The device was tested and functioned as intended. The patient was anticipated to recover without further reported complications.